Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ catheters experienced a hole in the catheter, and leakage. The following information was provided by the initial reporter: after the child was punctured, the serum leak began.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ catheters experienced a hole in the catheter, and leakage. The following information was provided by the initial reporter: after the child was punctured, the serum leak began.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.